Event description:
Per the reporter, the patient had a lot of issues with the pump. The pump at one time was ¿being filled with a drug cocktail¿; it was ¿some mixture that was topped off with morphine". In (B)(6) of 2013 it was changed to just baclofen. No additional information was provided. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10891r11, implanted: (B)(6) 2001, product type: catheter. (B)(4).